Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system raised concerns about connection issues. Technical services (ts) was consulted but could not guarantee that the subcutaneous lead was correctly plugged into the device. Further evaluation was confirmed. No adverse patient effects were reported. This device remains in service.